Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a vats procedure. While stapling on the bronchus, the first reload and handle was fired halfway when they heard a cracking sound. They completed the firing sequence but the central staple line was incomplete with only partially formed and open staples. A new reload and handle were used to try to correct the problem but the central staple line was incomplete again. The staple formation was poor with open and half formed staples. The procedure was then converted to an open procedure (limited lateral thoracotomy) due to these malfunctions. The incision was extended more than 1 inch. Patient status is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.